Event description:
Between [redacted] through [redacted]-231 days, there have been 162 failure reports involving b.braun dialysis tubing sl-2010m2096, and sl-2010m2096a. Multiple lot numbers. Sl-2010m2096: microbubbles and large bubbles in arterial tubing/line. Blood flow interruptions and reduced flow. Connection and tubing issues. Air entering the system. Leaks. Catheter/access problems. Machine alarms and troubleshooting. Treatment interruptions. Sl-2010m2096a: persistent microbubbles and large bubbles throughout treatment. Air entering arterial line/tubing and saline lines. Arterial line/catheter flow problems and sluggish pull. Frequent troubleshooting unsuccessful or ineffective. Repeated connection tightening and securing without resolution. Blood flow rate reductions and blood flow alarms. Arterial and venous pressure alarms. Treatments paused, restarted, or terminated early. Tubing, cartridge, and saline bag replacements required. Blood leak detector alarms and blood leakage concerns. Machine alarms and repeated machine troubleshooting. Clotting/fibrin concerns in lines or dialyzer. Catheter/access dysfunction requiring line reversal or interventions. Inability to maintain prescribed treatment flow rates. Air bubbles repeatedly returning after corrective actions. Treatments shortened due to unresolved bubble issues. Heparin administration issues during treatment. Multiple component changes (tubing, saline bags, cartridges) without resolution. Ongoing concern for patient safety due to unresolved air/microbubble presence.